Event description:
Device has been explanted.

Event description:
Patient reported "left side deflation." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported "left side deflation." Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed opening device in the posterior side assessed as fold flaw opening. Additional observations: observed creases on the device. Observed wear abrasion on the device. Yellow particles observed inner the device. Observed broken device in the plug strap side assessed as unidentified (tear) opening and missing plug strap assessed as inconclusive. No further actions are required as the device was implanted.